Manufacturer narrative:
Field service specialist (fss) visited the account and unable to duplicated problem. He performed several cuts using gel at the same setting as the surgery in question and obtained good results. Account reported that they felt the yellow overlay was not aligned and fss verified alignment within the delivery system was and it was on specifications and no adjustments were needed. Performed overall system checks and calibration, system meets all amo specifications all pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that flap was not complete in the first eye. It looked different as if only the outer edge looked full, but the middle was not filled in (where the raster pattern should be). Surgeon did not lift the flap. A second eye was attempted, but when the surgeon pressed the footswitch, nothing happened. He pressed again but pattern being created looked like a half moon. The treatment was aborted and surgeon did not use the system that day. It was reported that patient had healed and there was no loss of best corrected visual acuity or complications associated with the event. Patient was scheduled for returning on (B)(6) 2016 to create deeper and wider flaps. Account also reported the system was used the night before with 6 patients and everything was perfect. They also reported there was a galvo error prior to the 6 uneventful patients that was resolved with a power-down and reboot. It was later reported that patient visit of the (B)(6) 2016 was cancelled by the site and it is not know if the patient will return for the treatment or not.